Manufacturer narrative:
This report contains additional information regarding device explant and a correction to the initial reporter contact information. The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device had declared elective replacement indicator (eri) approximately three months earlier, and the treating physician at a different healthcare facility had chosen not to explant at that time. Boston scientific technical services (ts) recommended device replacement as soon as possible as therapy could not be guaranteed. No adverse patient effects were reported. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device had declared elective replacement indicator (eri) approximately three months earlier, and the treating physician at a different healthcare facility had chosen not to explant at that time. Boston scientific technical services (ts) recommended device replacement as soon as possible as therapy could not be guaranteed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device had declared elective replacement indicator (eri) approximately three months earlier, and the treating physician at a different healthcare facility had chosen not to explant at that time. Boston scientific technical services (ts) recommended device replacement as soon as possible as therapy could not be guaranteed. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.